Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). Tandem technical support attempted to troubleshoot with the customer, however customer declined to provide additional information regarding the issue.